Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the mega needle diver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a mega needle driver cable snapped while in use. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic surgical procedure, the instrument was thoroughly inspected prior to use, and no damage or abnormalities were identified. After only three to four minutes of use during vaginal cuff closure, a fragment of the instrument unexpectedly broke off and fell into the patient, despite the surgeon not encountering any unusual circumstances or collisions. The surgeon did not notice any functionality issues with the instrument prior to the breakage, and there were no collisions with other instruments or hard materials. The instrument was not removed prior to the breakage event, and when it was eventually removed, the wrist had been straightened. It is uncertain if there was any resistance felt during removal through the cannula. After removal, there was no damage observed to the cannula itself, but the instrument was found to have a broken cable. The fragment was promptly retrieved with a cadiere instrument and grasper, and the surgical team believes all pieces were successfully removed without the need for additional procedures or imaging. The broken instrument showed a damaged cable but no cannula harm, and the surgery was completed robotically without patient injury or complications. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a fragment. The instrument has been sent to intuitive surgical for evaluation; however, the retrieved fragment and photographic or video evidence are not available for review.

Manufacturer narrative:
The mega needle driver instrument has not been received for failure analysis evaluation.